Event description:
The customer reported that while the ventilator was connected to a pt three technical errors indicating internal 12v power failure, battery low and exceeded barometer lower limit value were generated. Ventilation consequently stopped. There was no pt injury.